Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a nurse reporting that a cycler was draining more than expected during drain 0 of treatment. The nurse reported that the patient does not have a last fill and they did not know if the patient had done a daytime exchange. A review of the patient¿s treatment records identified that the patient drained 6483 ml during drain 2 of the treatment. This drain volume is 324% the patient's largest fill volume of 2002 ml. It was reported the nurse did not have time to go over additional troubleshooting. The technical support representative advised the nurse to try using the cycler again and call for live troubleshooting. Additional information was requested but to date, has not been provided.